Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end or due to aging deterioration. The following statements are in the instructions for use which can detect this malfunction: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the elevator channel plug is loose, both the elevator channel plug and biopsy channel are leaking. The rubber glue is chipped. The forceps cover glue is peeling. The control body mesh is deteriorated and there is fluid invasion/ the scope connector has fluid invasion. The insulation fails due to fluid invasion. The um connector has fluid invasion. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, the scope failed the leak test. There was no patient contact/impact related to this occurrence.